Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced a displaced internal magnet and erythema at the implant site following an MRI. The recipient underwent revision surgery to reinsert the magnet.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient has resumed device use and is doing well. The recipient remains implanted. This is the final report.